Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reports: have a pump stating service is needed. Biomed responded that they ran test infusion and no issues. A preliminary review of the logs identified the following issue: sensor hardware failure (pressure sensor board) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Corrected section d to match gudid.

Event description:
The device was returned for pressure sensor board failure. The device was put through mock infusions and had several up and downstream occlusions made to trigger pressure sensors in the pump, the pump was able to recognize them all. The pump was internally investigated and the only damage identified was to the rear cover o ring. The pump was reverted to manufacturing mode and the pneumatics were tested and passed. The pump was brought back to clinical mode and re ran more mock infusions, again without issue.